Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the leak in the steerable guide catheter requiring aspiration. It was reported that during preparation of the steerable guide catheter (sgc), lose of fluid column was noted. The device was re-prepped and worked fine. The sgc was inserted into the patient anatomy and during use, lose of fluid column was noted again. Aspiration was performed however fluid would not retain in the guide port. The sgc was removed and re-prepped and inserted again; however the same issue occurred. The sgc was removed and replaced with a new one. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.